Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an invasive revision procedure was performed. It was observed that both the right ventricular (rv) and left ventricular (lv) leads had fractured. The rv, lv and right atrial leads were explanted. No further information was available.